Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that during use the needle was bending and was unable to deliver medication. The button to dispense would only press in a little and a 2nd pen needed to be used with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: consumer reported during injection, no insulin flow. Said the button will move just a little and stop, so she has to use a second pen needle to complete injection. Reported, finding pen needles bent at patient end after attempting to give injection. No injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was bending and was unable to deliver medication. The button to dispense would only press in a little and a 2nd pen needed to be used with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: consumer reported during injection, no insulin flow. Said the button will move just a little and stop, so she has to use a second pen needle to complete injection. Reported, finding pen needles bent at patient end after attempting to give injection. No injury.